Event description:
It was reported that the atrial lead exhibited noise for an unknown length of time. The patient underwent an unrelated surgery and during the surgery, the lead was explanted and a new lead was implanted successfully. The patient was stable throughout the whole procedure.